Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. Unit received missing end cap sticker. Pump received with scratched reservoir tube window.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he got out of the shower and the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 432 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.